Event description:
It was reported that the patient was experiencing pain and discomfort at the lead site. The patient underwent an explant procedure and was doing well post-operatively. The explanted device will not be returned as it was discarded by the medical facility.